Event description:
Patient reported that she was not able to remove the tubing on the medication which is supposed to be changed every six months and patient is concerned with potential health risk due to mold and malfunctioning equipment. Unknown if patient missed dose or an adverse event occurred. Unknown if device is available for return. No further information provided. Indication: chronic obstructive pulmonary disease with (acute) exacerbation.